Event description:
Patient called to report an adverse event involving a synvisc injection she received in her knee. Patient stated the synvisc caused her to develop leukocytoclastic vasculitis and was hospitalized twice. Patient said she has spent a year in bed with ulcers on her feet measuring 8 inches long. Patient stated her feet will never be the same, and she can no longer wear shoes due to severe scarring. Patient said she was prescribed fentanyl at the same time, however, she strongly believes that synvisc is the reason she experienced this adverse event. Patient is very unhappy and frustrated with device.